Event description:
It was reported by the user facility that the neptune rover was not operating properly, due to a clogging issue within the canister. As a result, surgical procedures were cancelled. No patient injuries were reported, and no other adverse consequences were alleged. Numerous attempts to obtain add'l info from the user facility were unsuccessful.

Manufacturer narrative:
A field service tech was dispatched to the user facility to evaluate the device. The service tech discovered debris clogging the canister drain. The debris was removed and the rover was returned to use.